Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false air in line which was reproduced by troubleshooting of the device. Evaluation inspected the device and experienced air in line during flow testing. A review of the event history log identified multiple air in line messages. The cause was determined to be out of specification ultrasonic sensor readings. The ultrasonic sensor was unable to be calibrated and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.